Event description:
User facility reported the device was in use with a patient for 15-20 minutes when the device alarmed and showed 24 degrees. The patient's arm was observed to have burns. The device was turned off. No permanent adverse effects to patient were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results.